Event description:
It was reported that during a procedure, the device was not resetting. There was a delay of about 10 minutes while the back up was located. The delay was not clinically relevant to the pt. The procedure was successfully completed as planned with no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. The device was returned to the manufacturer for investigation. The investigation is ongoing. When the investigation is complete, a f/u report will be filed.